Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6)2019. Device evaluation summary: according to the information received, it was reported a patient experienced a rupture of the breast implant. During evaluation of the sample a crease running from the anterior to the posterior view was found. At the end of the crease on the posterior aspect a tear measuring approximately 0.5 cm was noted. In addition, an area of missing material was found on the posterior aspect measuring approximately 3 cm x 1.5 cm. No other anomalies were discovered. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time because of the result of the continuous and sustained stresses to the device. The missing material found could have been caused by, but is not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 450cc mentor memorygel breast implant experienced right sided rupture with no trauma post procedure. The rupture was confirmed through magnetic resonance imaging on (B)(6) 2019. As a result, the device was explanted on (B)(6) 2019.